Manufacturer narrative:
According to available information, this lead was successfully repositioned and remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular lead was implanted. Shortly after the implant, the lead was not sensing appropriately. An x-ray revealed this lead was dislodged. A revision procedure was performed. This lead was successfully repositioned and acceptable measurements were obtained post revision. It was thought the lead dislodged by patient movement after the implant procedure. No adverse patient effects were reported.